Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 09/08/2015-product analysis:the device was returned and evaluated by product analysis on 08/14/2015 with the following findings:the battery cap top was worn. The cap was able to be removed.

Manufacturer narrative:
Follow-up #1 correction submitted (B)(6) 2015: a review of the complaint record determined that the troubleshooting of the incident indicated this issue was unrelated to the pump, and that the suspect product should have been the infusion set. The infusion set is not manufactured by animas and animas has no regulatory responsibility to report on the product.